Event description:
It was reported that during a gastric bypass procedure the device had an error code on display. The procedure was completed with a like device, no pt outcome was reported. No further info is available from the customer.

Manufacturer narrative:
Date sent: 08/08/2008. Eval summary: the hand piece was tested on a generator and no error code was noted. However, the hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may cause an error code to occur on the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.